Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had high reading of 463 mg/dl at 10:12pm. At 11:48pm, customer's blood glucose was 73 mg/dl. The customer's blood glucose was 45 mg/dl at the time of call. The customer treated with 8 ounces of iced coffee with 20 grams of sugar. The customer reported drive support cap to appear normal. The insulin pump was not returned for analysis.